Event description:
The article, "percutaneous closure of atrial septal defects with bidirectional or right-to-left shunts", was reviewed. The article presented a retrospective, single center study aimed to address this gap by evaluating a 25-year, single-center experience of percutaneous atrial septal defects (asd) closure in patients with bidirectional or right-to-left shunting. Devices included in the study were amplatzer septal occluder, amplatzer pfo occluder, cardioseal septal occluder, starflex septal occluder, helex septal occluder, gore cardioform septal occluder, and clamshell septal occluder. The article concluded that percutaneous closure of atrial septal defects offers favorable outcomes even in high-risk patients, despite inherent concerns. Careful patient selection and tailored procedural strategies are essential for optimizing results in this population at risk. [The primary and corresponding author was alessia callegari, centre de référence malformations cardiaques congénitales complexes-m3c, hôpital universitaire necker-enfants malades, assistance publique-hôpitaux de paris, paris, france, with corresponding email: alessia.callegari@kispi.uzh.ch]. The time frame of the study was from 2000 to 2025. A total of 47 patients were included in the study, of which 40 (85.0%) received an abbott device. The average age was 10.2 years, the average weight was 30.9kg, and the majority gender was male. Comorbidities included atrial septal defect, pulmonary arterial hypertension, prior potts shunt, chronic lung disease, restrictive right ventricle physiology, stroke, syncope, and migraine.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer septal occluder were reported in a research article in a subject population with multiple co-morbidities including atrial septal defect, pulmonary arterial hypertension, prior potts shunt, chronic lung disease, restrictive right ventricle physiology, stroke, syncope, and migraine.. Complications reported included death, surgical intervention (surgical explant), unexpected medical intervention (snare, medication), stroke, embolism, arrhythmia, heart failure, thrombus, device embolization, deformation, residual shunt, thrombus; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: percutaneous closure of atrial septal defects with bidirectional or right-to-left shunts. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "percutaneous closure of atrial septal defects with bidirectional or right-to-left shunts", was reviewed. The article presented a retrospective, single center study aimed to address this gap by evaluating a 25-year, single-center experience of percutaneous atrial septal defects (asd) closure in patients with bidirectional or right-to-left shunting. Devices included in the study were amplatzer septal occluder, amplatzer pfo occluder, cardioseal septal occluder, starflex septal occluder, helex septal occluder, gore cardioform septal occluder, and clamshell septal occluder. The article concluded that percutaneous closure of atrial septal defects offers favorable outcomes even in high-risk patients, despite inherent concerns. Careful patient selection and tailored procedural strategies are essential for optimizing results in this population at risk. [The primary and corresponding author was alessia callegari, centre de référence malformations cardiaques congénitales complexes-m3c, hôpital universitaire necker-enfants malades, assistance publique-hôpitaux de paris, paris, france, with corresponding email: alessia.callegari@kispi.uzh.ch]. The time frame of the study was from 2000 to 2025. A total of 47 patients were included in the study, of which 40 (85.0%) received an abbott device. The average age was 10.2 years, the average weight was 30.9kg, and the majority gender was male. Comorbidities included atrial septal defect, pulmonary arterial hypertension, prior potts shunt, chronic lung disease, restrictive right ventricle physiology, stroke, syncope, and migraine.

Manufacturer narrative:
Article title: percutaneous closure of atrial septal defects with bidirectional or right-to-left shunts. B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided the additional patient effects and malfunctions reported in the articles are captured under separate medwatch reports. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.